Manufacturer narrative:
The customer¿s test strips were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Unique device identifier (B)(4).

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter with two different lots of test strips compared to a laboratory siemens exl laboratory analyzer. The same sample from each patient was tested with two different strip lots on the same accu-chek inform ii meter, and then the same sample was tested on a siemens exl lab analyzer. Refer to the attachment on the medwatch for all patient data. The first accu-chek inform ii test strip lot number was 478604 with an expiration date of 31-jul-2021. The second accu-chek inform ii test strip lot number was 478946 with an expiration date of 31-oct-2021. The serial number of the accu-chek inform ii meter used for testing was requested but not provided.